Event description:
It was reported by the rep that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, it delivered an incomplete staple line. Another device was used to complete the case. There was no consequence to the patient.